Manufacturer narrative:
H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON (B)(6) 2025. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 1020279-2025-00480 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER MDR 1020279-2025-00479 BY THE END OF THE THIRD REPORTING QUARTER, AS AGREED WITH THE FDA.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;

Event description:
IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF FIVE HUNDRED SEVENTY-EIGHT (578) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2012 AND (B)(6) 2024, USING A LEGION HK HINGE KNEE SYSTEM. FROM THESE, FORTY-THREE KNEES (43) WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, EIGHTEEN (18) KNEES DUE TO INFECTION, EIGHT (8) KNEES DUE TO INSTABILITY, TWELVE (12) KNEES DUE TO MECHANICAL LOOSENING, NINE (9) KNEES DUE TO OTHER UNSPECIFIED MECHANICAL COMPLICATIONS, TWO (2) KNEES DUE TO WEAR OR OSTEOLYSIS, ONE (1) KNEE DUE TO HEMATOMA OR WOUND COMPLICATIONS, THREE (3) KNEES DUE TO PAIN, ONE (1) KNEE DUE TO STIFFNESS AND TWO (2) KNEES DUE TO UNSPECIFIED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2012 AND (B)(6) 2024 IN THE UNITED STATES.

Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF FIVE HUNDRED SEVENTY-EIGHT (578) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2012 AND (B)(6) 2024, USING A LEGION HK HINGE KNEE SYSTEM. FROM THESE, FORTY-THREE KNEES (43) WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, EIGHTEEN (18) KNEES DUE TO INFECTION, EIGHT (8) KNEES DUE TO INSTABILITY, TWELVE (12) KNEES DUE TO MECHANICAL LOOSENING, NINE (9) KNEES DUE TO OTHER UNSPECIFIED MECHANICAL COMPLICATIONS, TWO (2) KNEES DUE TO WEAR OR OSTEOLYSIS, ONE (1) KNEE DUE TO HEMATOMA OR WOUND COMPLICATIONS, THREE (3) KNEES DUE TO PAIN, ONE (1) KNEE DUE TO STIFFNESS AND TWO (2) KNEES DUE TO UNSPECIFIED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2012 AND (B)(6) 2024 IN THE UNITED STATES. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE LEGION HK HINGED KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF FIVE HUNDRED SEVENTY-EIGHT (578) REVISION TKA PROCEDURES WITH THE LEGION HK HINGE KNEE SYSTEM HAVE BEEN PERFORMED IN THE UNITED STATES BETWEEN (B)(6) 2012 AND (B)(6) 2024. THE CUMULATIVE REVISION RATES FOR THIS COMBINATION ARE LOWER THAN THE REVISION RATES PROVIDED FOR THE AJRR AGGREGATE TKA REVISIONS (REFERRED TO AS ¿THE CLASS¿ BELOW) FROM THE FIRST THROUGH THE TWELFTH POSTOPERATIVE YEAR. THIS DIFFERENCE IS NON-SIGNIFICANT BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 5.24% (3.70%-6.75%) VS 6.19% (6.07%-6.31%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 6.93% (4.91%-8.91%) VS 8.17% (8.04%-8.31%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 7.95% (5.65%-10.20%) VS 9.36%% (9.21%-9.51%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 8.69% (6.18%-11.14%) VS 10.23% (10.07%-10.39%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 9.26% (6.59%-11.85%) VS 10.89% (10.72%-11.05%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 9.66% (6.88%-12.36%) VS 11.36% (11.18%-11.53%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 10.01% (7.13%-12.79%) VS 11.76% (11.57%-11.94%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 10.26% (7.32%-13.11%) VS 12.06% (11.86%-12.25%) OF THE CLASS. AT 9TH POSTOPERATIVE YEAR: 10.44% (7.45%-13.34%) VS 12.27% (12.07%-12.47%) OF THE CLASS. AT 10TH POSTOPERATIVE YEAR: 10.67% (7.61%-13.63%) VS 12.53% (12.32%-12.75%) OF THE CLASS. AT 11TH POSTOPERATIVE YEAR: 10.99% (7.84%-14.03%) VS 12.90% (12.63%-13.16%) OF THE CLASS. AT 12TH POSTOPERATIVE YEAR: 11.20% (7.99%-14.30%) VS 13.14% (12.82%-13.47%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.